Event description:
During the index procedure in.pact av access was used to treat the right central vein. Approximately 8 months post procedure patient suffered stenosis of right upper extremity arteriovenous fistula. Initial fistulagram showed stenoses in stent in venous outflow and in the brachiocephalic/superior vena cava junction. Angioplasty of the venous flow stent was done with a 7 mm and 9 mm balloon. Angioplasty of the brachiocephalic/superior vena cava was performed with a 9 mm balloon. Final fistulagram shows improvement in stenotic regions. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.